Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 331 mg/dl..

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On 08 july 2022, the distributor reported the additional information: the malfunction alarm was not confirmed; it was reported that the pump touch screen was unresponsive.